Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed measurements have been gradually increasing since february. Further evaluation of this lead was recommended. Further information was received that a defibrillation threshold (dft) test was performed and 117 ohms were obtained as a result. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed measurements have been gradually increasing since february. Further evaluation of this lead was recommended. Further information was received that a defibrillation threshold (dft) test was performed and 117 ohms were obtained as a result. Additional information was received that a lead revision was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed measurements have been gradually increasing since february. Further evaluation of this lead was recommended. No adverse patient effects were reported. At this time, this lead remains in service.